Event description:
Item 2 from report (B)(4), rfid had chip with a low read range. No pts were harmed. This event was reported to clearcount medical solutions on (B)(6) 2012 as tag with low read range.

Manufacturer narrative:
This MDR is being filed at the behest of FDA in response to mw report (B)(4). This complaint was rec'd by clearcount medical solutions on (B)(4) 2012, investigated and found to not require an MDR. The original complaint stated that a tag had a low read range. When the tag was tested at clearcount the tag met the read range specifications. A report of the investigation was issued to (B)(6).